Event description:
The customer reported obtaining inconsistent patient results when patient samples were run in primary mode and repeated in manual mode from the coulter hmx hematology analyzer with autoloader. The customer did not provide any patient results for this event. It is unknown if the customer had reported any results out of the laboratory or if there was any change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A similar event had been reported by the customer prior to this event; please refer to medwatch #1061932-2013-01922 for the report of the event which occurred on (B)(6) 2013. A beckman coulter field service engineer (fse) rebuilt the compressor assembly to troubleshoot the issue. The fse returned to the customer's site for this event on (B)(4) 2013. The fse reported that the inconsistent patient sample results issue had not been resolved. The fse proceeded to replace a slow actuator on pinch valve pv22 to resolve the issue and verified the repair as per established procedures. As of (B)(4) 2013, the customer had not reported a recurrence of any issues related to this event. Beckman coulter concluded that the manual mode issues were resolved by rebuilding the compressor to allow proper turning of the bsv actuator. The inconsistent results between modes were resolved by replacing the slow actuator on pinch valve pv22, which is active while in automatic mode. Results: failure mode of the event is attributed to the compressor and slow actuator at pinch valve pv22. All related medwatch reports associated with this event: 1061932-2013-01922.